Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been received by the manufacturer for evaluation.

Event description:
It was reported that possible malfunction may have been caused by facility forgetting to remove the stylet. The dr asked, "this is a confidential matter, but there is a warning sticker on the product that states that the stylet must be removed, but is there any possibility of a malfunction or any risk due to neglecting to do so?" We replied that there was a possibility of a malfunction, and provided a brief explanation of the mechanism of the malfunction. No other information was provided.